Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the redundant power tray to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the redundant power tray for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the site was getting error 86 on their system. The intuitive surgical, inc. (Isi) technical support engineer (tse) had site do hard restart of tower and the patient side cart (psc) and error returned. The tse found error 86 in logs pointing to isi core controller (icc) board in the vision side cart (vsc). Site had opted to change out the vsc and will call back if needed. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the site and obtained the following additional information: the surgery went well, and the case was finished robotically likely with the changing out the vsc.